Event description:
MFR rec'd a report of a person falling backwards out of a manual wheelchair recliner. This was allegedly the result of both rear canes breaking simultaneously. No injury has been reported.